Manufacturer narrative:
Due to additional information provided, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, and impact code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. Date of event has been estimated.

Event description:
It was reported that faradrive steerable sheath clear selected for an unknown procedure in which the presence of bubbles was noted . The procedure and device outcome were unknown. No patient complication was reported. It is unknown if product will be returned. It was further reported that the procedure was a faraview. Excessive bubbles were observed in the aspiration syringe. The physician subsequently replaced the sheath. The procedure was then completed without further issues. No leakage was detected, and no air entered the patient. A pump was used during the procedure, and no device damage was identified.

Manufacturer narrative:
Date of event has been estimated.

Event description:
It was reported that faradrive steerable sheath clear selected for an unknown procedure in which the presence of bubbles was noted . The procedure and device outcome were unknown. No patient complication was reported. It is unknown if product will be returned.